Manufacturer narrative:
Examination of the returned catheter shows it is a lofric primo tiemann (curved tip) which explains the user regarded it mis-shaped, since the box label lot he has received is for lofric primo nelaton (straight tip). The batch documentation shows no deficiencies. No previous complaints have been received on this lot. The returned catheter (tiemann, lot presently unknown) was investigated and was found without any deficiences. Further details including lot code on the primary package, have been asked for to allow a full assessment of this incident.

Event description:
The reporter who is also the user, reported that he experienced bleeding and pain during urinary catheterization. He also noticed that the catheter was mis-shaped and returned it to the manufacturer.